Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was 38 mg/dl with unsteadiness while walking or standing. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they required 3rd party assistance, they remained on pump therapy after pump replacement, and the pump's basal settings were recently changed by a health care provider. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the total daily dose basal history did not match the programmed basal rate for known reasons: a cartridge change and user access to the basal edit screen; the bolus history did not match the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly. This complaint is being reported because the alleged device malfunction contributed to the alleged health event.

Manufacturer narrative:
Follow-up #2 date of submission 12/02/2015-product analysis:the device was returned and evaluated by product analysis on 11/18/2015 with the following findings:the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-correction:(B)(6)